Manufacturer narrative:
The field report was unspecified lead damage. As received, a complete lead was returned in two pieces for analysis. Visual inspection of the lead found severe insulation damage at the distal end of the rv shock coil. X-ray analysis found the inner coil at the distal end of the lead was stretched/damaged. All damages noted to lead body is consistent with that occurring at time of explant.

Manufacturer narrative:
(B)(4).

Event description:
The lead was prophylactically replaced with an MRI conditional system. An abrasion was noted on the lead at the time of explant. The patient is stable.